Manufacturer narrative:
(B)(4). Date sent: 7/11/2023. D4: batch # 129c30. Investigation summary:   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. Right art buttons feel sticky/hard to press. The initial articulation attempt to the left did not work. Then articulated to the right and it worked. Articulation to the left worked after that. Also, small jumps in articulation were observed when switch articulation direction. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board articulation laminates were noted to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number 129c30, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023 d4: batch # 129c30 investigation summary   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. Right art buttons feel sticky/hard to press. The initial articulation attempt to the left did not work. Then articulated to the right and it worked. Articulation to the left worked after that. Also, small jumps in articulation were observed when switch articulation direction. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb showed articulation button interference on the conformal coating protecting the articulation switches on the articulation pcb. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the articulation mechanism to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 129c30, and no non-conformances were identified.

Event description:
It was reported that the stapler would not properly articulate. It would jump and not stop at a specific degree of articulation. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/9/2023. D4: batch # unk. Additional information was requested, and the following was obtained: was the behavior noticed out of the package or during use? Intra-op did this issue happen thorough the whole procedure? When noticed surgeon stopped use how many degrees did the device jump? 5-10. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.